Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-1106, 1107. It was reported the pt experienced a change in his stimulation. X-ray indicated a subcutaneous lead (for off label use) had migrated. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.